Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2022, serial or lot#: bat934953, UDI #: (B)(4). Device available for evaluation: no , device evaluation anticipated, but not yet begun , mfg date: 14-apr-2021 labeled for single use: no, (B)(4). Additional information has been requested regarding the patient demographics related to the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the battery exhibited a power disconnect alarm and the controller exhibited an unexpected loss of power. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) and one battery ((B)(6)) were not returned for evaluation. Review of the controller log files revealed two controller power-up events on (B)(6) 2021 at 09:23:42 and on (B)(6) 2021 at 13:38:12. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 51% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 40% rsoc and (B)(6) was connected to power port two with 23% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 13 seconds and 42 seconds, respectively. Additionally, review of the alarm log file revealed a power disconnect alarm recorded on (B)(6) 2021 at 14:25:17 involving (B)(6) . During the power disconnect alarm, a spurious safety alert word (saw) value was recorded, indicating that a communication error occurred between the battery and controller. The battery was most likely physically disconnected during the communication error, causing the controller to log the power disconnect alarm. As a result, the reported power disconnect alarm and controller loss of power events were confirmed. The battery had been lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported power disconnect alarm can be attributed to a physical disconnection of the battery during a communication error between the controller and battery; a possible root cause of the communication error may be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The following fields have been updated: a2. Age at event: 60 date of birth: (B)(6) 1961. A3. Sex: male a4. Weight in lbs: 161 d10. Concomitant prod:1104 vad therapy: (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.